Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated that he took the insulin pump off to take a shower, put it back on, and pressed act a few times but received no response. He stated that the esc and act buttons were unresponsive. He removed and reinserted the battery and received the button error alarm. The customer did not know the blood glucose reading. He noted that the weather was hot and muggy where he was. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.